Event description:
It was reported the pt used the magnet to turn off the scs system and was 'zapped' by the system. At that time she was able to turn the stimulation on. On (B)(6) 2013, the pt attempted to charge the system and the ipg was unable to establish communication with the external devices. The pt plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.